Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced device damage. The following information was provided by the initial reporter: plastic near to the silicon broke.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-10-06. H6: investigation summary: our quality engineer inspected the sample, photograph, and video submitted for evaluation. Bd received one unit without packaging, one photo, and one video. During the visual inspection, it was observed that the top body and septum of the q-syte had been damaged. The reported defect was confirmed. This type of damage can occur during the manufacturing process. Preventative maintenance and quality inspections are performed at regular intervals to mitigate the risk from this type of defect. A device history record review could not be performed as the lot number is unknown. H3 other text : see h10.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced device damage. The following information was provided by the initial reporter: plastic near to the silicon broke.